Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in the diagonal coronary artery with moderate calcification and 80% stenosis. A 2.25 x 18 mm xience prox stent delivery system (sds) was advancing with resistance due to the calcified lesion. Prior to reaching the target lesion, the stent became loose, but remained crimped on the balloon. The sds was removed with the stent and the procedure was successfully completed with an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported unstable stent implant was unable to be confirmed as the stent implant was not loose and properly crimped at the intended location. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot or the relabeled lot.